Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when an asymptomatic patient presented via remote transmission, multiple pause episodes were noted on the device. Upon review, they were found to be inappropriately triggered due to positional changes. No intervention was made. The patient was stable and will continue to be monitored.